Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd introducer introsyte¿-n the sheath did not split. There was no report of patient impact. The following information was provided by the initial reporter: the introducer for the PICC did not pull apart as expected, and stayed connected to the PICC line causing the entire line to be pulled out.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that while using bd introducer introsyte¿-n the sheath did not split. There was no report of patient impact. The following information was provided by the initial reporter: the introducer for the PICC did not pull apart as expected and stayed connected to the PICC line causing the entire line to be pulled out.